Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
Same patient as (B)(4). This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the event was not reported. Dianeal therapies were ongoing. The patient was discharged from the hospital and has recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12h13051 and h12i18074. No exceptions were observed that were related to the reported condition.